Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an indication of l5-s1 spondylolisthesis in need of l5-s1 alif used in spinal therapy. It was reported that the sovereign cracked while placing the screw through the graft into the bone. There was a delay of less than 60 mins in overall procedure reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.